Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed external and internal damage consistent with mis-handling. Component root cause could not be firmly established due to the observed damage. The lcd cable was reconnected firmly to led back light module and the front panel, housing, right side panel and paper tray were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.